Event description:
On (B)(6) 2010, kimberly-clark was contacted by a consumer who indicated, the small clear piece of the applicator inserter went into her with the tampon accidentally and did not come back out for 3 days causing a serious infection. The consumer is currently on the antibiotic bactrim. The consumer indicated, this foreign body caused an autoimmune reaction that created fever, kidney infection, diminished liver function and a body wide rash. No further information was provided.

Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code information. Samples were not returned for investigation.